Manufacturer narrative:
On 18 nov 2015 we received the report of the analysis performed by an external laboratory on the broken screw. Here a summary of the conclusions: "the entire fracture surface is characterized by dimples, typical for a ductile fracture occurred for overloading. The failure of the screw is due to overloading happened because of the application of a torsional torque, during tightening. No defects, metallurgical or microstructural anomalies were detected, which could have been considered as stress riser or promoter of crack initiation and propagation. The microstructure of the screw is consistent with the declared alloy (ti-6al-4v). The cause of the failure cannot be related to the production process of the component." On the same day the report was checked byo r&d director joint replacement who stated that as we suspected, the screw is not defective and the breakage was due to excessive torque applied. Using a screwdriver provided with a torque limitation (torque limiter screwdriver 3.5 nm) would prevent to exceed the breaking point. No corrective action is needed. This type of screwdriver is already available on demand. On 30 nov 2015 it was prepared a final report with the information already submitted in the initial report and here above. On 16 dec 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 23 october 2015: lot 120342: (B)(4) items manufactured and released on 30 may 2012. Expiration date: 2017-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. On 21 oct 2015 the medical affairs director commented as following: this screw breakage is a technical problem. It was not originated by a clinical condition. It may be due to incorrect position of the screw that required excessive torque as it was threading its way in the tibial baseplate, but mr. (B)(6) is highly experienced with this procedure and this occurrence is unlikely. Therefore, no definite conclusion can be drawn from the clinical point of view. On 15 october 2015 the r&d project manager inspected the retrieved items with the following analysis: from visual inspection of the implants explanted it was noted that the screw sheared off at the interference with the tibial baseplate. The piece was broken in 2 parts in correspondence of the beginning of the threaded part of the screw. One broken part of the screw remained into the baseplate with no possibility to remove it. The event was probably caused by an excessive tightening torque applied on the screw during fixation. Further investigations, to analyze the nature of the breakage and the contingent presence of internal defects of the pieces, have been required. No further suppositions can be done before having received the results of this investigation. On 21 october 2015 we contacted a specific laboratory in order to make an analysis on the broken screw.

Event description:
The surgeon implanted a sphere total knee - when securing the final screw into the tibial tray the screw sheared off at the interface of the tray - a decision was therefore made to revise the tibia tray: to enable this to happen, the femoral component was also removed. A complete new set of implants were implanted. Intra operative revision of all implants - surgery delayed by 45 minutes - cement removal - clean bony surfaces - retrieve new implants from adjacent hospital.